Manufacturer narrative:
Field service engineer found that the latch holding the shock head membrane continues to pop open. Due to the component migration, aligned the therapy head lid hinge. System tested and is fully operational.

Manufacturer narrative:
Evaluation in progress.

Event description:
After 1200 shocks the shockhead cap unlatched and water spilled onto the or floor. Three more attempts were made to continue treatment. The problem occured three more times and the procedure had to be terminated.